Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly; the middle third of their screen was distorted and missing. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the device was neither dropped nor bumped. The battery was replaced but the display anomaly continued. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had missing segments/partial display due to cracked and bleeding lcd glass. The insulin pump also had minor scratched display window and cracked reservoir tube lip.